Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker battery status went from 1.5 years remaining at the last device check in (B)(6) 2012 to end of life (eol) in approximately three months. It was noted that at the last device check the device programming had been adjusted. No patient symptoms were reported. Boston scientific technical services (ts) was contacted and discussed the change in longevity could have been due to the programming changes (specifically changes in the voltage output), however a full analysis would have to be performed to explain the change in longevity. The device was subsequently explanted and replaced.